Event description:
As reported by an affiliate, a patient was admitted for angioplasty of a left superficial femoral artery lesion. The lesion was described as heavily calcified with mild vessel tortuosity. The rate of lesion stenosis was unknown. Due to the heavy calcification, the physician had difficulty crossing the target lesion with the guidewire (brand unknown). A .014 4.5x20 142cm aviator plus was delivered for dilatation. Soon after the balloon began to inflate, leakage of contrast media from the balloon was confirmed by fluoroscopy. The balloon re-wrapped properly and the device was easily removed from the patient. Another product was used to complete the procedure. There were no adverse events reported and the patient was in stable condition. The device had prepped normally and appeared normal prior to use.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.